Manufacturer narrative:
(B)(4). Additional information: this complaint for use error was confirmed. Based on the information gathered during baxter's investigation, the root cause of the use error was not determined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
During follow up on (B)(6) 2011, for a system error 2201, baxter product surveillance was informed that the patient used a new cassette but the same bags after being instructed by a technical service representative (tsr) to start over with new supplies. The hp stated that they had notified their registered nurse (rn). The patient stated therapy has been going well since then. There was patient involvement but there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow up MDR will be submitted.